Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope failed the leak test due to air/water leak near the plug. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; no image and the identification chip had no data. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a cut cable. The device evaluation found no image and the identification chip had no data. In addition, the evaluation found the distal end glue was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed water invaded the device from leaking video cable, which damaged electronic components of circuit board inside video connector. Although leakage from the video cable may have occurred by applying irregular stress during user handling, we could not confirm it. It was also possible that electronic damage was applied to electronic components / image sensor unit from electrical contacts of video connector, which damaged the electronic components, leading to the suggested event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.